Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of complaint histories identified additional similar complaints for the reported products and additional similar complaints for the reported part and lot combinations. Medical records were not provided. It can be assumed that multiple contributing factors, related to either patient condition and behavior or implantation procedure, contributed to the migration of the screws. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. An additional deeper investigation was performed which identified the design limitation of the corelock mechanism of the affixus nail as a potential contributing factor. As part of the deeper investigation, a scientific literature search was conducted and a systematic review of the outcome of intramedullary nailing for acute proximal humerus fracture showed that screw migration and perforation into the joint is the second most common complication following secondary loss of reduction. In addition, scientific literature of competitor and predicate devices were assessed. This review has shown that the affixus® natural nail® proximal humeral system performs better and/or in equal range in comparison with legally marketed similar devices. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that seven weeks port-implantation, surgeon found #2 proximal screw was backed out from the proper position. The surgeon keeps an eye on the patient condition as well as no revision will be planned so far. Attempts have been made and additional information on the reported event is unavailable at this time

Manufacturer narrative:
(B)(4). D4: product ID was provided for four screws however, it is unknown which of the five screws has migrated. Therefore, the migrated screw could be any of the following: 47248603640 - blunt tip screw, ã¿ 4x36mm - 3183243. UDI: (B)(4). Manufacturing date: nov 16, 2023. Expiration date: nov 16, 2028 . 47248604640 - blunt tip screw, ã¿ 4x46mm - 3173393. UDI: (B)(4). Manufacturing date: sep 7, 2023, expiration date: sep 7, 2028, 47248604840 - blunt tip screw, ã¿ 4x48mm - 3149865, UDI: (B)(4). Manufacturing date: mar 6, 2023, expiration date: mar 6, 2028. 47248604840 - blunt tip screw, ã¿ 4x48mm - 3181310 , UDI: (B)(4). Manufacturing date: nov 6, 2023, expiration date: nov 6, 2028. 47248605840 - ann blunt tip screw 4x58mm - 3176659. UDI: (B)(4). Manufacturing date: oct 13, 2023 expiration date: oct 13, 2028 d10: 47249616011 - proximal humerus, right, ã¿ 11x160mm - 3177556 47248604640 - blunt tip screw, ã¿ 4x46mm - 3173393 47248604840 - blunt tip screw, ã¿ 4x48mm - 3149865 47248604840 - blunt tip screw, ã¿ 4x48mm - 3181310 47248605840 - blunt tip screw, ã¿ 4x48mm - 3176659 47248613240 - cortical bone screw - 3173383 47248613440 - cortical bone screw - 3081959 47248801105 - affixus ph nl cap 11x5mm - 3010716 g2: report source japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.